Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that debris was found on the zcb00 intraocular lens. No patient contact was reported. No additional information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: in MDR supplement #1, the reported lens was not returned for investigation. The product was returned after the MDR had been submitted. The following has been updated accordingly: device available for evaluation, returned to manufacturer on: 07/19/2018. Device evaluation: the returned sample was received in its original packaging with the wheel case insert. It was evaluated with the sme (subject matter expert). The package was returned opened. Visual inspection at microscope magnification was performed and there was no defect or damage on the lens. Lens observed in good condition. Multiple and different loose particles were observed on the lens surface that could be related to handling the lens in a non-sterile environment. The reported event was verified. However, based on the evidence provided, it is not possible to confirm if the foreign material observed is related to the manufacturing process as the lens was subject to handling and prepared for the surgical process. Based on the analysis, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.